Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. It was unknown by the reporter if the patient received antibiotic treatment for the event. On an unreported date, the patient recovered from the peritonitis. Dianeal and extraneal therapies were ongoing. Subsequently it was reported that the patient passed away due to another indication. No additional information is available.